Manufacturer narrative:
(B)(4) physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio performed an internal examination of the device but did not observe any discrepancies. As a precaution, physio replaced the device's main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the on/off button on their device would only respond intermittently when pressed. It was also reported that the device would intermittently power on by itself. There was no patient use associated with the reported event.